Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the stapler did not fire staples and only cut the patient's intestine. The procedure was finished with other device. The patient did not sustain injuries. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used with the stapling device.

Manufacturer narrative:
(B)(4).